Manufacturer narrative:
The device history record (DHR) of the straight plate (21101-13) were inspected and showed no deviations. The quality forms met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing that would contribute to this complaint condition. A review of the raw material device history record revealed no deviation. The material was determined to be conforming and was used as is per product development approval. The surgeon tried to use a lag screw oblique to the oblique fracture, but failed as the screw is too short and has no fixation in second fracture segment. Furthermore, the complaint form states, that the patient was pulling a chain with both hands, which doesn't comply with the post-operative instructions.

Event description:
It was reported that a straight plate, 2.0mm, 13-hole was determined to be broken postoperatively. Original implant date (B)(6) 2014. A revision surgery was performed on (B)(6) 2014.